Event description:
The clinic reported that a patient who underwent a lift flap enhancement on (B)(6), 2011, was referred back to the clinic on to evaluate an epithelial ingrowth in the right eye (od). The epithelial ingrowth was removed in the clinic's laser suite. During the last post operative visit on (B)(6), 2012, the patient's visual acuity was 20/40 in the right eye with pin hole.

Manufacturer narrative:
(B)(4), the customer did request field service or clinical support. The customer is reporting this incident only.all pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.